Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99325. Supplemental rationale. Corrected data: h11. 26 previously reported events were included in this follow-up record. Product return status. 2 devices were received. 24 devices were evaluated in the field. Evaluation findings (results/components). 26 devices: material and/or chemical problem identified / coating material. Product disposition. 26 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99325. Supplemental rationale: corrected data: b5, h6, h11. 26 previously reported events were included in this follow-up record. Product return status: 2 devices were received. 24 devices were evaluated in the field. Evaluation findings (results/components): 26 devices: material and/or chemical problem identified / coating material. Product disposition: 2 devices: scrapped by stryker. 24 devices: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 26 events were reported for this quarter. Product return status 2 devices were received. 24 devices were evaluated in the field. Evaluation findings (results/components) 25 devices: material and/or chemical problem identified / coating material 1 device: results pending completion of investigation / coating material product disposition 1 device: scrapped by stryker 25 devices: product disposition is not yet determined additional information 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 26 events for the failure: flaked. - 26 events had problem identified during non-clinical procedure; there was no patient involvement.